Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Exeter 35.5mm stem and uhr unitrax 43mm head with adjustment sleeve was removed from a patient due to a femur fracture. The delay to remove the stem and cement was approximately 25 minutes.